Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 2.4 mmol/l, which led to seizures. Cause was not known. Customer administered a glucagon injection and received intravenous saline treatment, which resolved the issue. No issues were observed with the cartridge, infusion set, tubing or cannula. No pump issues identified. Customer was discharged from the ER the same day with the issue resolved and no permanent damage.